Event description:
In this event it has been reported that a smartlite pro basic overheated. Patients complained about the heat. No patient injury.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
This report was submitted in error. This malfunction is not likely to cause or contribute to a death or serious injury if it recurred and is therefore not a reportable event.